Event description:
It was reported that at follow-up, noise was observed via review of egms. Noise was not reproducible through provocation testing. It was noted that the noise is too large in amplitude to program around using sensitivity settings. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received.